Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was found to communicate properly with a merlin programmer. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2022-07923. It was reported that the patient presented with endocarditis and lead vegetation on the right ventricular lead. The implantable cardioverter defibrillator and the lead were explanted. The patient was in stable condition.